Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the circuit connector was damaged, causing fluid leakage. The event occurred during priming, no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
One device was returned for evaluation. Visual inspection under normal conditions of illumination to detect any cosmetic issue was performed. Functional test, a leak test was performed. In the inspected sample, a crack is observed at the circuit connector which could cause leakage. The reported failure mode was confirmed. The root cause is unknown. The device history review of the reported lot number found no non-conformities during the manufacturing process.